Manufacturer narrative:
This report is submitted on january 13, 2022.

Event description:
Per the clinic, the patient experienced a loss of her abutment (cause of the loss is unknown). The abutment was replaced under a general anaesthetic on (B)(6) 2021. The implant remains in-situ.